Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl, cause was unknown. Low bg was addressed by consuming carbohydrates. Customer resumed insulin delivery successfully.